Event description:
It was reported by the customer the display video was distorted. Additional information received indicated the distorted video meant the customer was not able to clearly see the display. There was no patient involvement.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on but the display was distorted as there were lines on the display. The lcd was replaced and the unit functioned as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.